Event description:
Additional information was received. The patient survived and the device is not available at this time.

Manufacturer narrative:
B5 additional information was received. D6b explant date was added.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: impella cp was inserted via right femoral artery access site in a 65 year old female for an acute myocardial infarction/cardiogenic shock. The patient¿s comorbidities are unspecified. The patient¿s clinical state prior to initiation of support was reported as a scai shock stage e. While on support in the ICU, the patient was noted to have loss of distal pulses and reported distal limb ischemia of right lower extremity. A distal perfusion catheter was placed that resulted in positive pulses via doppler. The patient remained on support at time of reporting.